Event description:
Device issue: proximal shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that the rx vision 3.0 x 23 stent delivery system (sds) was advanced to the lesion and the stent was deployed. Upon deployment of the stent the balloon did not maintain pressure. The sds balloon was fully deflated and upon an attempt to remove the sds, the proximal shaft broke into two pieces. There was no reported issue removing the device from the pt's anatomy and the stent was successfully deployed. An otw vision 3.0 x 23 stent delivery system was attempted, but would not cross the lesion. Reportedly, there was no pt injury. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: analysis of the returned product noted blood visible on the shaft, balloon, and in the guide wire lumen, balloon, and inflation lumen which is consistent with a separation while in the pt anatomy. There was contrast in the inflation lumen and balloon. Analysis of the returned device noted the hypotube and jacket material were separated 9 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval as if kinked prior to separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. There were kinks and bends throughout the hypotube. In this case. The pt anatomy was tortuous which likely contributed to the shaft kinking and then ultimately separating. A new indeflator was used to pressurize the balloon to check for leaks; however, the balloon could not be pressurized due to the dried contrast. The shaft was cut distal to the guide wire exit notch and pressurized to the rated burst pressure (rbp) and the balloon held pressure with no leaks noted. The hub was attached to the indeflator and pressurized when fluid leaked out the separation in the hypotube. It is possible the shaft was kinked during advancement in the lesion, contributing to the difficulties maintaining pressure to the balloon, which could be perceived by the account as a leak; however, this could not be confirmed. Further manipulation of the shaft during retraction likely contributed to the shaft separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met mfg criteria. There is no indication of a lot specific product quality deficiency. In this case, the reported hypotube separation appears to be related to the operational context of the procedure; however, the reported leak could not be verified; therefore a conclusive cause could not be determined. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected for kinks during the mfg process. Additionally, a sampling of units is destructively tested to verify lumen integrity. All stent delivery systems are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.